Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the pt. The physician inflated the occlusion balloon to occlude the vessel. The physician performed intervention. The physician attempted to deflate the occlusion balloon and it would not deflate. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire; however, the occlusion balloon would still not deflate when required. The physician inserted a penetration catheter and advanced it forward into the inflated occlusion balloon and deflated the occlusion balloon. The physician removed the device from the pt.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.